Manufacturer narrative:
B3: event date is estimated. D6a: implant date is estimated.

Event description:
Related manufacturer report number: 1627487-2023-01818. It was reported that the patient's leads were fractured. Surgical intervention was undertaken and the leads were explanted and replaced.

Manufacturer narrative:
The report of fractured lead was confirmed. Analysis of returned lead a found a kink on the outer tubing where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.